Event description:
The customer reported that the sys would not boot up properly. No pt injury reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was replaced. The sys was tested and found to be working as intended and put back into svc. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request of FDA on 4/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.